Event description:
The reporter stated the device result was 100 mg/dl compared to a lab result of 800 mg/dl. The patient was treated from the lab result. The device was taken out of service and checked with controls. Controls were in range. The device was used on another patient and the result correlated to the lab. The reporter declined product replacement.